Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2012, inratio inr results: (6.9, 2.3, 4.9, 7.4) mean: 5.38, sd: 2.32, %cv: 43.11. Since % cv is more than 20%, the test failed the criteria for precision. Performed retain testing on reported lot 277436a. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 277436a. Test results as follows: donor: 220, inratio results: (qc2h, 3.5, 4.0), reference: 3.29, bias threshold: (2.29 - 4.29), %cv: 9.43; 215, (1.7, 1.8, 1.7), 1.51, (1.01 - 2.01), 1.51. Qc errors are designed to be generated when the quality of the results, as related to the qc result, has been compromised. This can be caused by a number of factors, including environmental factors, sampling technique, and/or endogenous factors. No indication of a sampling or technique problem. At least 2 out of 3 for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Root cause could not be determined from the info provided by the customer. No product was expected to be returned, in-house therapeutic sample testing with retain strips met accuracy and precision criteria.(B)(4). No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio results: (6.9, 2.3, 4.9, 7.4). Each repeat test was performed no more than one hour after the previous test was performed. Pt's therapeutic range: range is 2.1-3.1. Pt had not changed medication dosage or diet for several months.